Event description:
It was reported that the device was explanted after implant duration of approximately .40 months, due to systolic anterior motion. Per the operative report, "the valve was analyzed. It appeared to be a beautiful repair. It appeared to be intact. However, the anterior leaflet was a fairly large, myxomatous anterior leaflet. This probably explained the sam. We therefore excised the ring, removing all sutures." Reportedly, the patient was transferred back to ICU in stable condition.

Manufacturer narrative:
This event was determined to be reportable per edwards lifesciences procedures. The event was learned through implant patient registry. Through follow up with the health care provider (via fax), additional information and the operative report was received. A device history record review is currently in process. Systolic anterior motion. Device not returned.

Manufacturer narrative:
The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance.